Event description:
Ous MDR - after an implantation time of about 27 months, it was reported that the patient was asked to come for an appointment because of recordings of the ICD that were sent to the clinic per home monitoring. It was also reported that the lead was exchanged due to a suspected insulation defect. Since the lead could no longer be removed completely, only the proximal part was returned for analysis. No worsening of the patient's state of health was reported.